Event description:
Caller reported a malfunction on the pump while loading a cartridge, identified by malfunction code malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer acknowledged the instructions and was advised to continue using the pump, with guidance to report if the issue reoccurs.